Event description:
The reporter stated the surgeon used an aa4203tl toric optic silicone single piece lens. Noticed tear on lens when advancing in the injector. There was no pt contact. Reporter stated most likely torn during loading. Same model and size lens was implanted.

Manufacturer narrative:
(B)(4).